Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the adhesive around the objective lens of the duodenovideoscope had a chip, the server plug-in had foreign objects, and the distal end had residual liquid. Based on the results of the investigation, it is likely the chipped adhesive was caused by stress of repeated use, external factors, or handling. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the adhesive around the objective lens of the duodenovideoscope had a chip, the server plug-in had foreign objects, and the distal end had residual liquid. There were no reports of patient involvement.